Event description:
The customer reported approximately three milliliters of clear fluid leaked outside the instrument from the manual probe and probe wipe area of the blood sampling valve (bsv) involving the coulter hmx hematology analyzer with autoloader. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. Quality control (qc) was within the acceptable limits. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the probe wipe rinse block was leaking fluid. The fse noticed the probe wipe rinse block was misaligned and lubricated and realigned the rinse block to resolve the fluid leak issue. Service activity was verified per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).